Event description:
The customer reported that they observed leaking with the cl non-dehp solution set w/1.2m air eliminating filter. There was no patient involvement, medical intervention or injury reported. No sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.